Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Brush smoking and a melted hole appeared in the center of the brush (near the graphics) [device physical property issue], no adverse event [no adverse event]. Case description: a dental practitioner reported on (B)(6) 2017 an event with an oral-b vitality series toothbrush. The reporter provided a video of the brush which purported to show the brush smoking and a melted hole appearing in the center of the brush (near the graphics). No symptoms were reported. Concomitant product(s): none reported. No further information was provided.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival. 11-oct-2017 an oral-b power rechargeable toothbrush handle vitality d12 3709 was returned on 11-sep-2017. Product investigation was initiated.

Event description:
Brush smoking and a melted hole appeared in the center of the brush (near the graphics) [device physical property issue]. No adverse event [no adverse event]. Case description: a dental practitioner reported on 09-aug-2017 an event with an oral-b vitality series toothbrush. The reporter provided a video of the brush which purported to show the brush smoking and a melted hole appearing in the center of the brush (near the graphics). No symptoms were reported. Concomitant product(s): none reported. No further information was provided.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival. On 11-oct-2017 an oral-b power rechargeable toothbrush handle vitality (B)(4) was returned on 11-sep-2017. Product investigation was initiated. On 19-oct-2017: product investigation results: product investigation concluded that the root cause is a short circuit between motor (+) terminal and motor house (-). Short circuit is caused by a residue piece of solder, which bridges the soldering area of the motor terminal and the motor housing.

Event description:
Brush smoking and a melted hole appeared in the center of the brush (near the graphics) [device physical property issue]. No adverse event [no adverse event]. Case description: a dental practitioner reported on (B)(6) 2017 an event with an oral-b vitality series toothbrush. The reporter provided a video of the brush which purported to show the brush smoking and a melted hole appearing in the center of the brush (near the graphics). No symptoms were reported. Concomitant product(s): none reported. No further information was provided.